Event description:
It was reported that the user observed recurring drops in blood glucose around the same time each day while using the ilet system, and had been pausing insulin delivery and announcing meals as corrective actions. This constituted an improper method of use and involved the user interface component. Symptoms included confusion/disorientation, dizziness, irritability, and malaise. Outcomes included unexpected medical intervention in the form of food intake to pre-treat perceived lows. Investigation included interviews and analysis of information provided by the user and logs. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions by pausing therapy and using meal announcements as corrections, consistent with improper procedure and interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.